Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product was suspected to have infection. It was also reported that the patient experienced abdominal pain with fever and sepsis secondary to urinary tract infection. The patient was treated with intravenous medication. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.